Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller alarmed and displayed a blank screen; both batteries were connected at the time of the alarm. The patient's wife performed a controller exchange at home. The same batteries were connected after the controller exchange, however the controller did not start until two different batteries were connected. There was no reported patient injury as a result of this event. Two batteries and a controller were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The system running test encountered no anomalies with the operation of the controller; the device performed per specification at the bench. The reported 'power disconnect' was confirmed via log file analysis which confirmed a 'vad stop' on the date of the reported event; the log file review could not associate any given battery with the reported event. The root cause for the reported "power disconnect alarm" could not be conclusively determined; however it can be attributed to loss of power from the mentioned batteries. As a result, the devices are not available for analysis, subsequently the root cause for the "no power" events cannot be determined. Complaints of this nature will continue to be tracked and trended. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that the patient was at home when his controller alarmed and displayed a blank screen. Both batteries were connected at the time of the alarm. The patient's wife performed a controller exchange at home. The same batteries were connected after the controller exchange; however, the controller did not successfully restart until two different batteries were connected. The patient remained asymptomatic throughout the event. It was reported that the patient went to the emergency department for evaluation; he was not given any medication. The patient was discharged in stable condition and is reported to be doing well.